Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, difficulty was noted to cross the septum with the sheath and the dilator. Dilator was used to floss across septum but still was not able to advance. When a toray guide wire was used to advance through the dilator, white spiral plastic bits noted at flush port. So, the sheath and dilator replaced with another faradrive from same lot number, however, still had difficulty crossing the septum. With extensive physician manipulation, it cross successfully and the procedure was completed. No patient complication was reported. It was further reported that no damage was noted on the first and second sheath or catheter. The transseptal puncture was standard on ice. Several times to get transseptal, approximately 3-4 maneuvers before non-boston scientific toray guide wire was used.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, difficulty was noted to cross the septum with the sheath and the dilator. Dilator was used to floss across septum but still was not able to advance. When a toray guide wire was used to advance through the dilator, white spiral plastic bits noted at flush port. So, the sheath and dilator replaced with another faradrive from same lot number, however, still had difficulty crossing the septum. With extensive physician manipulation, it cross successfully and the procedure was completed. No patient complication was reported. No damage was noted on the first and second sheath or catheter. The transseptal puncture was standard on ice. Several times to get transseptal, approximately 3-4 maneuvers before non boston scientific toray guide wire was used. It was further reported that the white spiral material was coming from the proximal end of the dilator with no resistance. Dilator was already inserted through sheath and the assembly advanced into the body.